Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular cup; unknown hip acetabular liner.

Event description:
Revision: (B)(6) private hospital (B)(6) 2018 - peri prosthetic fracture. Primary implant date unknown. Patient initials (B)(6) , dob: (B)(6). Unknown jrn: corail std 13 unknown jrn: articuleze 12/14 32+1.